Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'consistently alarming downstream occlusion when no occlusion is present' which was reproduced. A review of the event history log identified multiple 'downstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion consistently when no occlusion was present. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.